Manufacturer narrative:
H10: additional manufacturer narrative : updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. The potential for serious injury is not remote. These events will reportable if unplanned surgical/percutaneous intervention is indicated or performed as a result of cardiac valve replacement/repair complications, examples include: native valve regurgitation, left ventricular outflow tract (lvot) obstruction, systolic anterior motion (sam) of the mitral valve&etc. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. UDI number (B)(4).

Event description:
It was reported via implant patient registry that a 33mm mitral valve was implanted, and the patient developed moderate to severe aortic insufficiency and underwent an unplanned aortic valve replacement. The patient expired in the operating room due to significant bleeding secondary to the extraordinarily fragile tissue. Per medical records, the patient presented with severe mr, moderate to severe tr, and longstanding paf. She underwent mvr after an unsuccessful attempt of mv repair+ tv repair + left-sided maze procedure + laa ligation. Upon coming off bypass, the patient had moderate to severe ai, and the annulus was found to be distorted secondary to mvr. Thus, the av was replaced with a 21mm valve. The procedure was complicated by significant bleeding secondary to the extraordinarily fragile tissue. The bleeding could not fully be controlled despite multiple attempts, and the patient expired in the operating room. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.